Event description:
Information received indicates the bed has no ground.

Manufacturer narrative:
The hill-rom technician indicated the ground prong on the ac power cord was broken. The hill-rom technician replaced the power cord to repair the bed.